Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the shaft. The break was located at 16mm proximal to the proximal edge of the proximal markerband. An examination of the balloon found a longitudinal tear along the entire length of the balloon. No other damage was noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the rated balloon burst pressure". (B)(4).

Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in an unspecified vessel of the arm. A 10.0 x40, 75cm charger balloon catheter was used to treat the target lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is fine. Following the procedure, the balloon was inflated to 30 atms; however the balloon ruptured and a completed break of the catheter shaft occurred.

Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in an unspecified vessel of the arm. A 10.0 x40, 75cm charger balloon catheter was used to treat the target lesion. The procedure was completed with this device. No patient complications were reported and the patient's status is fine. Following the procedure, the balloon was inflated to 30 atms; however the balloon ruptured and a completed break of the catheter shaft occurred.

Manufacturer narrative:
(B)(4).